Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex duodenal stent was to be used to treat a short and malignant duodenal neoplastic stenosis during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the delivery system broke distal to the stent, before the stent was released. The device was removed and another wallflex duodenal stent was implanted to complete the procedure. There were no patient complication reported as a result of this event.